Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated return of symptoms on (B)(6) 2016. There was no fall/trauma reported regarding this event. It was reported that patient programmer would not do telemetry with or without antenna. The indications for use for this patient were other.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported the return of symptoms has been resolved. The patient noted the batteries in them were dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.